Event description:
It was initially reported that the patient lead was protruding and could be seen in the chest. The patient is also and the patient was experiencing a lead pulling sensation when he turns his neck. X-rays were taken and confirmed the lead was on the nerve. The x-rays not provided to the manufacturer for review. The surgeon initially declined to perform surgery but then decided to perform surgery. The surgeon did comment that the lead should have been implanted deeper. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Previously submitted MDR indicated that the lead has not yet been explanted. This report is being submitted to correct this information.

Event description:
Clinic notes dated (B)(6) 2014 note that high impedance (10,000 ohms) was observed with device diagnostics. The patient was referred for x-rays. It is unknown if any patient manipulation or truama occurred that is believed to have caused or contributed to the high impedance. No additional relevant information has been received to date. No surgical intervention has been performed to date.

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2013. Attempts to have the product returned for analysis have been unsuccessful to date.

Event description:
It was reported that the patient underwent another revision surgery, but that the lead and generator were not replaced that the device was only adjusted.

Event description:
An implant card was received indicating that the patient underwent generator replacement due to "other - unknown" on (B)(6) 2014. The lead impedance was marked "ok". The lead was not replaced. The generator has not been received for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was later reported that the patient did not actually have the lead removed, just repositioned. The patient was complaining of a knot or lump in the neck area where the lead attaches to the vagus nerve. The surgeon noticed that one of the tie downs had opened up. He tied it back down and closed. It seemed all went well. The patient was now complaining that it is back and wants a lead revision. The patient was referred for a full revision. Surgery is likely but has not taken place.

Event description:
The report of high impedance is reported in MFR report #1644487-2014-03417.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR reported high impedance in this MDR; however, the suspect medical device is different; therefore, it will be captured under MFR report # 1644487-2014-03417. This report captures the surgery due to adverse events.